Event description:
A malfunction was reported by a customer who mentioned going through a full body scanner at the airport prior to the incident. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump as the malfunction code was not resettable, and advised the customer on the steps required to return the faulty pump and the procedures to follow with the replacement. The pump was within warranty, and the customer agreed to the outlined instructions and acknowledged the receipt of a pump with updated software.